Event description:
A report was received that the patient was unable to charge her ipg. Several charging sessions were done but were unsuccessful. The patient had a non-device related procedure wherein an external defibrillator was used. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to charge her ipg. Several charging sessions were done but were unsuccessful. The patient had a non-device related procedure wherein an external defibrillator was used. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.